Manufacturer narrative:
Analysis received the unit with blank display due to corroded electronic and motor assemblies. Analysis was unable to verify battery out limit, failed battery or motor error alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and battery out limit alarm. There is also condensation in the insulin pump. The customer's blood glucose was 154 mg/dl at the time of incident. The customer stated that the drive support cap was not protruded. The customer stated there is fluid under the lcd display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.